Event description:
It was reported that the device was showing error code 46440. There was no reported patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was duplicated. The probable cause is due to the device having a faulty downstream occlusion(dso) seal. The dso seal was replaced.